Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens upside down due to a loading error. The lens was removed, and the back up lens was inserted without any pt injury.

Manufacturer narrative:
No complaint against product.